Manufacturer narrative:
No product, patient demographics or x-rays were sent. A review of the DHR (device history record) or a search of the complaints databases was not possible as no product/lot details were available.it was not possible to determine the root cause with the information available. Should the information be provided in the future, the complaint will be revisited.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sales rep was informed about a revision. Lcs prothesis was changed to a coated revision prothesis as patient developed a nickel-allergy. No further info, no x-rays, no patient demographics.